Event description:
While the caregiver was lifting the resident off the toilet using the sara 3000, the lift arm bolts snapped, causing it to detach and fly upwards and striking the caregiver in the face. The resident did not fall or sustain any injuries. It was stated that the lift arm was not caught under any obstructions. No additional information was given about the caregiver's condition.

Manufacturer narrative:
An investigation was made by medibo that shows the device would not be likely to cause or contribute to a death or serious injury if the use error type of malfunction were to recur, because the investigation shows that: (a) the bolts used are over dimensioned and there is considerable safety margin between what the bolt can take and the mechanical force the actuator and leverage forces can put on it, during normal use, and even during reasonably foreseeable misuse. (B) that it is highly unlikely that both bolts would break simultaneously. (C) that to break one bolt, severe abuse (more or less deliberate sabotage) would have to be exerted on the lifter. This in itself should be a highly unlikely chain of events; therefore a recurrence of the situation would not be likely to cause death or serious injury. In this case, no serious injury or death was reported. We have been able to duplicate the failure mode of this complaint: bolt breakage due to consistently repeated use error. We have also been able to establish that there are other similar complaints with this product and general issue of lifting arm bending and bolt breakage, but that this particular event is an isolated occurrence, in that there has been only one such previously reported case of two lifting arm attachment bolts breaking. We have not been able to find contributing manufacturing anomalies. The product was no longer to spec when the event occurred, and had thereby exceeded its intended lifetime. It is strongly indicated that the root cause of the bolt breakages is repeated usage error as a result of not following the labeling of the device by the customer staff (no training dates received). Also, a review of the intended lifetime was performed which points to the product having been outside its operational lifetime due to the care instructions not having been followed. From this information, medibo concludes the event was brought on by use error. From the above findings, medibo cannot come to a corrective action, other than the suggestion to make the customer aware of the labeling of the device, and the responsibility towards correct use and maintenance which excludes adverse events like the one described here, from recurring.